Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" baker grade unknown and "peri-implant fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown and "peri-implant fluid"

Event description:
Healthcare professional reported right side "suggestive of capsular contracture" and "small peri-implant seroma." Device remains implanted.

Event description:
Healthcare professional reported right side "suggestive of capsular contracture" and " small peri-implant seroma." Device remains implanted.

Manufacturer narrative:
Clarification to g3: the initial aware date of this event was (B)(6) 2022 and was inadvertently captured as (B)(6)2022. All submissions were made within 30 days.